Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The device was returned to a third party service center for evaluation. Foam particles were found inside the blower kit. No error codes were found in the device log history. No error codes were found in the device log history. The device was scrapped.